Manufacturer narrative:
This is the first incident we have seen of this type of failure. We will continue to monitor all failures of this product line and examine this product for further details.

Event description:
Patient was walking in equalizer pre-inflated air walker when the strut broke. The patient's doctor indicated that the patient was not injured and merely required icing of the ankle.